Event description:
It was reported that, during preparation of a delivery device for a water vapor therapy procedure, an unknown object was observed through the cystoscope near the area where the needle extends from the delivery device. The object could no longer been seen after the scope was removed from and reinserted into the delivery device and was not able to be located. The delivery device was replaced and used with the current scope, and the procedure was completed without patient complications. It was noted that no issues were found with the packaging and the tip of the device did not come into contact with anything that may have damaged or contaminated it. Also both the scope and delivery device were verified to be clean during preparation and prior to insertion of the scope into the delivery device.

Manufacturer narrative:
Upon receipt, this product was thoroughly analyzed in our quality assurance laboratory. Visual analysis did not identify any anomaly with the delivery device as it was returned in overall good physical condition. The backplate and top housing of the delivery device were removed for internal visual inspection. The interior of the delivery device was in overall good physical condition. Mechanical and functional testing did not identify any abnormality. The device successfully completed priming, pretreatment and treatment sequence as intended. The scope and unknown object were not returned, thus were unable to be tested. The reported event of observed unknown object cannot be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation as product analysis of the returned device did not identify any anomaly that would have led to the reported difficulty.

Event description:
It was reported that, during preparation of a delivery device for a water vapor therapy procedure, an unknown object was observed through the cystoscope near the area where the needle extends from the delivery device. The object could no longer been seen after the scope was removed from and reinserted into the delivery device and was not able to be located. The delivery device was replaced and used with the current scope, and the procedure was completed without patient complications. It was noted that no issues were found with the packaging and the tip of the device did not come into contact with anything that may have damaged or contaminated it. Also both the scope and delivery device were verified to be clean during preparation and prior to insertion of the scope into the delivery device.